Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings evaluation found the customer complaint was confirmed and water tightness was not maintained due to holes in the curved rubber. A liquid leak was recognized in the scope connector. In addition, evaluation found the bending angle was insufficient and the play of the angle knob was out of normal state due to the elongation of the angle wire, the flexible tube of the insertion section was crushed, the insertion tube was wrinkled, the adhesive part of the lighting lens came off, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bending section cover of the gastrointestinal videoscope had a pinhole leak. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign matter clogged in the nozzle. The report is being submitted due to the foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information received from the customer reported the date the pinhole was observed was unknown. The customer did not know when the failure first occurred or have additional information about the intended procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. It is unknown if there was a delay in the start of the pre-cleaning. It is unknown if the air/water nozzle was flushed with air and water. It is unknown if the nozzle was cleaned with lint-free cloths/brushes/sponges. However, the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. <> 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.